Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the magellan safety syringe. The customer reports sdmh f3 maternity - administering vit k to a patient (baby) when needle detached itself from the hilt. Needle remained in baby's thigh - sufficient needle length outside of the baby to allow for gentle removal.